Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using the tandem-provided usb cable, which prevented the pump from charging. Subsequently, the pump shut down. Additionally, a cartridge change error occurred during the load sequence. The customer's blood glucose was 255 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate usb cable to charge the pump. The customer reloaded the cartridge successfully and resumed insulin delivery.